Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.